Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was removed due to a pocket infection. It was noted that before the explant, the physician had treated the infection with multiple courses of antibiotics for a year. Cultures were taken and the organism was identified as staphylococcus epidermidis. Two days later, a replacement system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.